Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last performed calibration on (B)(6) 2021 had acceptable results. It was noted that level 1 qc was within 2sd and level 2 qc had multiple outliers outside 2sd and 3sd. The field service engineer performed performance testing with excellent results, without modification or maintenance to the analyzer. The system is running very well according to the performance testing. The customer ran a new calibration and qc test with acceptable results. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 29.38 ng/l and the repeat result was 6 ng/l with a data flag. The patient had a separate sample drawn with a result of 6 ng/l with a data flag. The results were reported outside the laboratory. The result of 6 ng/l was believed to be correct. The reagent lot number is 459546, the expiration date was 31-jul-2021.